Event description:
Information received from the field does not address the patient's clinical status but notes that during routine follow-up, measured data revealed atrial lead impedance >2500 ohms. Atrial capture could not be obtained. X-ray did not reveal any abnormalities with the lead. The physician evaluated the connection invasively and found that the setscrew was loose. After tightening the setscrew, thresholds were acceptable.